Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the wire became stuck in the catheter. During the procedure the wire appeared "rough/stuck" in the catheter. The patient was considered to be in a sensitive state, so the physician did not want to remove or exchange the catheter. Use of the guidewire was recovered inside the patient's body and the procedure was completed using the original catheter and wire with no patient complications. The catheter is not expected to be returned as it was disposed of by the facilty.